Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the damaged/ bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the pod's cannula was bent and completely broke off. The patient's blood glucose rose to 292 mg/dl. As treatment, a correction was delivered and a new pod was applied.